Manufacturer narrative:
Additional information has been requested, but no additional information has been received. The lot number of the delivery device was not provided, and the device was not returned to the manufacturer for evaluation. Therefore, a device history review (DHR) and product evaluation could not be conducted. Based on the information available, the root cause of the reported event could not be determined.

Manufacturer narrative:
The lens was not returned to the manufacturer for evaluation. One retain sample from the same lot (021015) was inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.

Event description:
Additional information: the event was reported as "anterior vault of lens with decreased vision". Capsular fibrosis/striae and anterior/asymmetric vault was noted at 2 year follow up. The lens was explanted and a monofocal lens was implanted after an unsuccessful lens reposition attempt. The surgeon indicated the likely cause of the event was capsule contracted and fused, causing an irreversible anterior vault.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that doctor is planning on explanting a lens due to "poor vision after surgery." Additional information has been requested, but no additional information has been received.